Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d6(b), h6.

Event description:
Healthcare professional reported right side rupture diagnosed via ultrasound. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events of rupture was received on (B)(6) 2025, with lot number 1665871. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening and missing piece of shell assessed as inconclusive. As per the investigation procedure, non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported rupture diagnosed by ultrasound. This record is for the right side. The device was explanted.